Manufacturer narrative:
Follow-up #1 date of submission 12/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the black box data showed no reboots; however call service 054 and 055 alarms were observed on (B)(6) 2015. A visual inspection of the pump showed that there was moisture visible behind the display screen. The pump casing was cracked at the upper right hand corner of the display. The audio bolus button cover was missing. The battery compartment was intact. The returned battery cap was damaged at the top on the coin slot; however, it was able to fully tighten on to the pump. The pump powered on to a blank display screen due to moisture contamination. The complaint could not be fully tested due to this. The pump failed a leak test at the audio bolus button. The pump cover was opened and moisture contamination was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump had lost power. It was reported there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.